Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). A global product support (gps) specialist evaluated the instrument data and did not find an instrument malfunction. The cause of the discordant, falsely low k results is unknown. It was discovered that the customer was centrifuging patient samples outside of the tube manufacturer specifications. The cause of the samples being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low potassium (k) result was obtained on one patient sample on a dimension vista 500 instrument. The discordant result was reported to the physician(s), who questioned it. The patient was redrawn and the new sample was tested on the same instrument, resulting higher. The redraw sample was then repeated in duplicate from both serum and plasma sample tubes on the same instrument with similar results. The original sample was then repeated in duplicate from both serum and plasma sample tubes on the same instrument, and the plasma tube resulted higher but the serum tube results matched the initial results. It is unknown if the corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low k result.